Event description:
Caller alleged false positive troponin (tni) results. Results as follows: patient was tested that frequently awakens with chest pain and heart flutter. Date: (B)(6) 2012, time: 12:10pm, tni: 1.10, myo: 72.5, ckmb: <1. Doctor did not believe results as patient appeared asymptomatic at the time. Had patient sit for an hour and redrew at 1:15pm. Date: (B)(6) 2012, time: 1:15pm, tni: 0.14, myo: 47, ckmb: 3.1. Patient was given aspirin and sent home to come back in 2 weeks for a follow up.

Manufacturer narrative:
No false (B)(6) or high bias was observed with any of the 29 whole blood donor samples tested on sob lot w50026. All tni values were <0.05ng/ml. No product deficiency was established. No patient sample was returned to rule out sample specific interference that is known to affect analyte recovery. As of (B)(4) 2012, there are a total of 8 complaints against device lot w50026, three are for tni recovery. Corrective action not required at this time.